Manufacturer narrative:
Citation: pollari f et al. Aortic valve calcification as a risk factor for major complications and reduced survival after transcatheter replacement. J cardiovasc comput tomogr. Jul-aug 2020;14(4):307-313. Doi: 10.1016/j.jcct.2019.12.001. Epub 2019 dec 7. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an assessment of the role of aortic valve calcification in the occurrence of in-hospital patient outcomes and survival after transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between july 2009 and may 2017. The study population included 581 patients and was predominantly male with a mean age of 82 years. Of those, 45 patients were implanted with medtronic transcatheter valves: corevalve (30) and evolut r (15). No serial numbers were provided. Among all patients, 75 deaths occurred within 30 days after tavr (immediate procedural mortality: 7 patients, in-hospital mortality: 36 patients, 30-day mortality: 32 patients). No further details were provided about the deaths. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: conversion to surgery, unplanned cardiopulmonary bypass, coronary obstruction, valve malpositioning, second valve implantation, unplanned intra-operative percutaneous coronary intervention, need for intra-aortic balloon pump support, ischemic stroke, myocardial infarction (peri-procedural or spontaneous), myocardial injury (defined as an isolated cardiac biomarker increase not meeting the criteria for myocardial infarction), moderate paravalvular leak, life-threatening or major bleeding, and major vascular complications. Based on the available information, medtronic may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.